Event description:
Patient death. It was reported that while removing the device the jacket quard became stuck in the graft limb. The guadlumen broke, leaving the jack quard and balloon in the patient. During the retrieval of the device, the patient became hypotensive and went into cardiac arrest. Attempts to resuscitate failed. The patient expired. Jacket guard and the graft remains inside the patient.